Manufacturer narrative:
A2. Age at time of event: 18 years or older . Device evaluated by MFR.: synergy xd mr ous 3.00 x 48mm stent delivery system was returned for analysis. A visual examination of the stent strut lifted at the proximal end of the stent. The undamaged crimped stent outer diameter was measured using a snap gauge is within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks a visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion with less than 45 degrees bend was located in the severely tortuous and mildly calcified right coronary artery. Pre-dilatation was performed yielding a 15% residual stenosis. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment; however, during introduction, the backup of the guide catheter was poor. The guide catheter was pushed in but it hit the proximal part of the stent and caused deformation. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion with less than 45 degrees bend was located in the severely tortuous and mildly calcified right coronary artery. Pre-dilatation was performed yielding a 15% residual stenosis. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment; however, during introduction, the backup of the guide catheter was poor. The guide catheter was pushed in but it hit the proximal part of the stent and caused deformation. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older.